Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an atrial fibrillation episode with undersensing and oversensing. Review of the episode by boston scientific technical services confirmed the episode was caused by a timing issue of the s-ICD's telemetry chip. The timing issue of the telemetry chip seemed to have been caused by a device scan of the patient's communicator which was not followed by a successful session. The successful session later in time corrected this issue and the s-ICD is now operating normally. The s-ICD remains in service and there were no adverse patient effects reported.